Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type h3: analysis of the controller found unit pairs and charges implant and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cleaned charger rtm connector. Excellent recharge status. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID (B)(4) (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their controller had been having problems on and off, starting about 3 weeks ago. Patient clarified the controller would go blank then start up again. Patient then said last friday the controller went blank. Patient said they tried taking the battery out and putting it back in, but the screen didn't turn on. Patient even tried aa batteries but screen did not light up. Patient reinserted battery pack and then suddenly after 3 hours the controller started working again. Patient plugged controller in to ac power supply without li battery during the call and reported the controller turned on. No visible damage to battery compartment. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt got the new controller and it resolved their issue. The pt was wondering if they could get an additional controller battery sent to them as well even though nothing was wrong. Information was received from a medtronic representative regarding an external device. The reason for call was mdt rep stated pt had called patient services this week and was told we could send an extra lithium battery pack since pt has high settings and charges frequently. An email was sent to the repair department to send another battery pack. Agent will call pt back tomorrow to gather event and notify details.

Event description:
Additional information was received from the patient. Pt called back returning previous agent's call. Agent reviewed follow-up note and asked the pt for the information that the previous agent was requesting. When asked for the event date, pt said that it had been ongoing and that the first time they really noticed the issue was probably the end of january. Agent asked the pt when the rep, was made aware of the reported issue; pt said that it was weeks ago. Pt inquired about the replacement battery pack status as they were told it would be delivered today. Agent did not see any tracking information yet. Agent noticed that the e-mail to repair was sent after repair was closed yesterday. Agent reviewed with the pt that the replacement battery pack should be shipped out today with delivery tomorrow as long as there were no delays. Pt understood.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.